Event description:
Customer's mother reported via phone call that the insulin pump is cracked at the battery compartment. Blood glucose value was 183 mg/dl. It was stated that damaged could have been caused by the device being dropped. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on the act button. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection.